Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs and performance testing confirmed the occurrence of system fault sf74. The evaluation determined that the device system fault was due to a software issue. The software was upgraded to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.